Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
The patient was revised for fall on (B)(6) 2022. Approximately 2 weeks after the first surgery. The surgeon explanted 1 stem ø40/12 and 1 humeral cup ø40+3. The surgeon implanted 1 stem and 1 humeral cup 135/145° ø40+3.